Manufacturer narrative:
W1dr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead position check failure. The lead remains in use. No patient complications have been reported as a result of this event.